Manufacturer narrative:
The lead upon receipt at our post market quality assurance laboratory, was found complete. Visual inspection revealed foreign material was in the lumen at the tip, likely an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction. This type of damage is typically due to interaction between the lumen and an inserted stylet or guidewire, a known inherent risk of the device. The reported placement difficulty was likely the result of the lead blockage observed by the laboratory.

Event description:
It was reported that this left ventricular lead was attempted to be implanted due to experiencing placement difficulty. The lead was unable to go through the guidewire. Another lead was implanted instead. The lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The lead upon receipt at our post market quality assurance laboratory, was found complete. Visual inspection revealed foreign material was in the lumen at the tip, likely an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction. This type of damage is typically due to interaction between the lumen and an inserted stylet or guidewire, a known inherent risk of the device. The reported placement difficulty was likely the result of the lead blockage observed by the laboratory.

Event description:
It was reported that this left ventricular lead was attempted to be implanted due to experiencing placement difficulty. The lead was unable to go through the guidewire. Another lead was implanted instead. The lead was returned to boston scientific for analysis. No further adverse patient effects were reported.